Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Unable to complete troubleshooting or provide instructions. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. The inpen paired to the commercial app. Inpen received with leadscrew fully extended. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Performed leadscrew reset torque test. Inpen passed and is within specifications (ccw: 4.65 ozf-in)]. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen passed all required testing. No anomalies were noted and all functions tested ok. Inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose, inaccurate doses and leadscrew grinding could not be confirmed. Inpen working as designed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of cap no longer staying attached was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. The inpen paired to the commercial app. Inpen received with leadscrew fully extended. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Inpen passed dialing alignment using dose knob zero alignment gage. Performed leadscrew reset torque test. Inpen passed and is within specifications (ccw: 4.65 ozf-in)]. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen passed all required testing. No anomalies were noted and all functions tested ok. Inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose, inaccurate doses and leadscrew grinding could not be confirmed. Inpen working as designed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of cap no longer staying attached was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.